Event description:
The lay user/patient called lifescan (lfs) on june 30, 2006, and alleged that her meter would not power on . The medical affairs specialist mailed a letter on july 5, 2006, since the user could not be reached by telephone for further clarification. The patient reported that she was unable to power her meter on for a blood glucose test. She reported having symptoms of shakiness, dizziness, blurry vision, and sweating. She went to the emergency room, and her blood glucose was tested. The result was over "over 300 mg/dl, close to 400 mg/dl." The patient was given insulin. It would have been helpful to know how long the patient was unable to test, medication regimen, the date of event, and when her symptoms began in relation to not being able to test her blood glucose. The battery was not replaced according to the owner's manual and she did not have a new battery to replace the old one. The battery contacts, however were in good condition. This complaint is being reported, as the patient was unable to test on her meter, and she subsequently had a hyperglycemic event, for which she received intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.